Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly . Volume did not change when adjusted. Audio or anomaly or absence of alarm confirmed. No pump error 43 or pump error 130 alarms noted during testing however, pump error 43 and pump error 130 alarms are found in the formatted history file. Pump error 43 and pump error 130 alarms caused by moisture damage on the motor and force sensor. Moisture damage was also found on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms five times. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer reported that they were able to clear the alarm but were not able to rewind the insulin pump. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.